Manufacturer narrative:
Concomitant products: 638bl28, heart band, implanted: (B)(6) 2014; 900sfc28, heart ring, implanted: (B)(6) 2014.

Event description:
It was reported that the atrial lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.